Event description:
It was reported that during a routine device change out procedure, the left ventricular lead exhibited loss of capture. The patient was admitted as an inpatient to the clinic and the device pacing output was reprogrammed. The lead remained implanted and the patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.